Event description:
Rptr stated, "the insert would not snap lock into the base plate. The insert seated but had rotational toggle, and the dr was concerned about the device remaining seated." There was no adverse consequence for the pt.